Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles are breaking as they are being attached to the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 20 retained samples underwent functional tests for defective locking mechanisms and hub/collar separation, and all samples passed with no signs of damage or breakage during activation of the safety shield. Additionally, these 20 retained samples were visually inspected to ensure proper connection with a holder, and all samples passed without any defects or breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, an unspecified number of needles are breaking as they are being attached to the holder. No adverse impact was reported regarding the patient or user.